Event description:
The customer reported that the ac led remains green while unplugged. There was no reported patient involvement.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.